Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported with a description of intraocular lens (iol) haptic torn off. Additional information has been requested, received, and stated the scrub nurse was having difficulty getting the plunger to engage the iol during loading & the plunger slid over the iol. She retracted the plunger, and the surgeon attempted to help her with loading, but when the plunger re-engaged the iol, it balled up the iol & ripped off a haptic. There was no patient contact. Surgeon thought the scrub nurse did not inject enough viscoelastic for loading. The procedure completed the same day.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of plunger slid over the iol, ripped off a haptic; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).